Event description:
It was reported that difficulty removal occurred. A 2.25 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, when passing through the guide catheter, the stent stem was observed to be raised, making it difficult to remove the system. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 16 stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed no issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Visual examination of the crimped stent found evidence of stent damage with stent struts pulled from proximal section and bunched towards mid-section. Examination of the crimped stent via scope found evidence of stent damage with stent pulled from proximal section and bunched towards mid-section. Balloon cones were reviewed, and no issues were noted. Bumper tip showed signs of distal tip flared. The device could be loaded and tracked on a 0.014'' guidewire and 6fr guide catheter without issue.

Event description:
It was reported that difficulty removal occurred. A 2.25 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, when passing through the guide catheter, the stent stem was observed to be raised, making it difficult to remove the system. The procedure was completed with another of same device. There were no patient complications.